Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery connector for the power module battery broke. A replacement was sent.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module battery clip was not confirmed. The heartmate power module and the internal battery clip were not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if there were any images of the damaged connecter; however, to date no response has been received. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate power module was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 26oct2016. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.